Manufacturer narrative:
Device was repaired and returned to the customer after passing the final inspection.

Event description:
It was reported that the handpiece is running on its own at user facility. Upon follow up customer could not provide any further information regarding this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progess.

Event description:
It was reported that the handpiece is running on its own at user facility. Upon follow up customer could not provide any further information regarding this event.